Event description:
Event: conversion to standard open repair. Case details: during graft deployment, the superior neck tore and the patient was converted to standard open repair. It was noted by the physician during the conversion that the patient had extremely friable tissue, not appreciated on the pre-implant CT scan.